Event description:
In 2006, a clinical incident involving an atlas controller was reported to arthrocare. The patient was reported to have sustained a burn. No additional information is available at this time.

Manufacturer narrative:
The device was not returned for investigation. No conclusion can be made.